Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular/penetrating atherosclerotic ulcer with a length of 15mm in zone 4 approximately 23 months ago. Proximal aorta was 26-25 mm in diameter and 46 mm in length. Distal aorta was 26 mm in diameter. The common iliac arteries were 9mm in diameter. The external iliac arteries were 6.5mm in diameter. The femoral arteries were 6.1mm in diameter. The access artery was mildly tortuous and mildly calcified. The aorta was mildly tortuous. The patient had a previous aaa repair done approximately five years ago. It was reported that imaging done two months ago revealed thrombosis within the stent graft. It is unknown if any actions were taken. The possible cause of the thrombosis is unknown. No additional clinical sequelae were reported and the patient is fine.

Event description:
A film review of cta's from 20 months post index procedure showed that a single talent thoracic stent graft was implanted proximally from just below the arch, and distally into the descending thoracic aorta to approximately 5cm proximal to the celiac artery. Cross-section images within the stent graft showed areas of non-circular blood flow primarily along the distal 2/3 length of the stent graft. It could not be determined if this was thrombus or stent graft fabric infolding, or a combination of both. No infolding of the stents was observed, and there did not appear to be any infolding near the stents or along the c-bar. The approximate stent graft od measured 28mm proximally, 27mm at mid-length, 26mm distally, and distal to the stent graft the thoracic ID was 22 x 23mm. No endoleak was observed and the aneurysm was not visible. The cause of the infolding or thrombus could not be confirmed.

Manufacturer narrative:
(B)(4) results: inherent risk of procedure (thrombosis); lack of information (unknown cause of event). Conclusion: lack of information (unknown cause of event).

Event description:
Additional films were reviewed. The review of earlier patient follow-up images at 1-month and 7 months show findings similar to the 20-month follow-up images earlier reviewed. Cross-section images within the stent graft showed areas of non-circular blood flow primarily along the distal 2/3 length of the stent graft. It could not be determined if this was thrombus or stent graft fabric infolding, or a combination of both. The cause of the thrombus formation is unknown.

Manufacturer narrative:
Evaluation, methods: (films).